Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Type of investigation code: b18. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: section c. Suspect product.

Event description:
Healthcare professional reported patient was injected in lips, piriform aperture marionette lines. 1 day later, patient was seen in ER due to a stroke and l hand weakness feet tingling arm/legs. MRI result with results of tla.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they ¿had a stroke¿ the day after they were injected in an unspecified location with juvéderm® ultra and in jawline with juvéderm® volux¿ xc. Patient received unspecified treatment. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00554 (abbvie complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® ultra.